Event description:
It was reported that the rv (right ventricular) lead was capped due to high impedance of greater than 4000 ohms, and pacing impedance that had increased by 60%. An apparent lead fracture was suspected. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. However, performance data was collected from the device and analyzed. High impedance was noted. The maximum weekly impedance values for hv-coil and ring-coil impedance measurements was found to be in excess of 10,000 ohms. Other: it was reported that the rv (right ventricular) lead was capped due to high impedance of greater than 4000 ohms, and pacing impedance that had increased by 60%. An apparent lead fracture was suspected. No patient complications were reported as a result of this event. No conclusion can be drawn, impedance, high lead(s), fracture of.